Event description:
The patient was implanted with a 5-6-5 lad and an ultra battery on (B)(6) 2011. The lead was implanted without complication. Impedances were tested with a multi-lead trailing cable (mltc) and were within normal limits. Stimulation was tested and the doctor was happy with lead placement. The lead was anchored, then tunneled to the implantable pulse generator (ipg) pocket. The white tip lead was placed into the 0-7 slot on the ipg ((B)(4)), and the non-white tip lead was placed into the 7-15 slot. Testing showed high impedances on the 7-15 side. Multiple attempts at cleaning the lead and lead slots on the ipg continued to yield high impedances. When the non-white tip lead was placed in the 0-7 slot both sides showed high impedances. Testing with the mltc again showed impedances within normal limits. A new ipg was opened for implant ((B)(4)). After attachment, impedances were again high on the 7-15 side of the lead. The patient was closed on the theory that air or fluid was under the paddle, and once the patient moved the air or fluid would move as well. Once the patient was in recovery, an impedance check showed electrodes 9, 10, 12, 13 and 15 were high. Programming was done the following morning, and the electrodes still showed high impedances. The patient was not able to feel stimulation with those electrodes, and did not get great stimulation in the right leg. The patient did get good stimulation in the back. The patient was seen on (B)(6) 2011 and impedances for electrodes 9, 10, 12, and 15 were still high. The patient still did not get stimulation in the right leg. The first ipg ((B)(4)) was planned to be returned to the manufacturer. Refer to manufacturer report #3004209178201106532 for ipg that was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly. Good, stable output was observed. The ins had no patient programs. The ins was connected to a known good lead. The electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. There was good impedance on every electrode pair.